Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device did not deliver a dose when the bolus button on the device was pressed. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.